Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a mor is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).

Event description:
A physicist at an institution that uses phase and amplitude gating in their sbrt program has been performing extensive analysis of the data being generated by the rpm respiratory gating system during treatment of lung patients who are being treated with rpm. The rpm data is exported and the physicist has used the exported data to analyze the rpm behavior stating that the rpm phase results differ dramatically depending upon the "learning phase". The physicist has made many analyses of the rpm results, showing the differences using amplitude versus phase plots. According to the physicist, the rpm results differ dramatically in the amplitude versus phase plots depending upon the "learning phase". The same patient will have dramatically different amplitude versus phase plots if the "learning phase" is repeated. The physicist has seen this several patients and is able to reproduce expected and unexpected results merely by "relearning" the breathing pattern, stating that he has to pay attention to ensure that the desired rpm phase pattern is observed. The physicist noticed this behavior on the first sbrt patient being treated at the institute and corrected the behavior before continuing with the treatment. No injury was reported.